Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had read high (> 500 mg/dl). The patient reports upon removal of the pod it was discovered that the pods needle had not fully retracted upon initial activation. In addition the patient experienced irritation as well as pain at the pod infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.